Event description:
It was reported that the pump was alarming air in line. Reporter indicated the patient acknowledged the alarm and restarted the pump. However, the pump continued alarming. Per reporter, the patient tapped the cassette and restart the pump, but the pump continued to alarm. Volume was 10.3. This event occurred at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: updated. H3: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.